Event description:
It was reported that a connector from a specific lot would not turn during the quarter-turn installation, preventing proper attachment; when a connector from a different box was used, it functioned as expected. Symptoms included no change in glucose status as the patient reported stable glucose levels. Outcomes included no alerts or alarms, no medical intervention, and successful continuation of therapy using backup connectors. Investigation included a review of the reported mechanical issue and coordination to replace the affected connectors. Investigation of this case revealed a suspected mechanical malfunction of the connector consistent with a defective component from the reported lot. It was concluded that the event was device-related to a connector malfunction, and replacement supplies were arranged.